Event description:
It was reported that the patient had a blood pressure issue after the permanent implant procedure. The physician noted that the issue was not device related and that the patient was doing well upon leaving the medical facility following the procedure. The patient went back to the hospital, was given medication and was sent home.